Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pleuritic pain. A CT scan revealed a potential perforation. The lead was repositioned. Post-op, patient complained of chest pain. Echocardiogram revealed another perforation. The lead was explanted and replaced. The patient is stable.